Event description:
The customer reported that the insulin pump alarmed button error. Customer stated that when she entered the insulin for bolus the numbers kept scrolling. Troubleshooting was done. Customer blood glucose was 340 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No motor error alarm noted during testing, motor passed the motor test. All of the buttons functioned properly during testing. However, moisture damage was noted on to the keypad traces during visual inspection. No unexpected numbers scrolling during testing. The insulin pump also had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).